Event description:
The customer states the left monitor has a burn in the square on the screen. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep removed and replaced the left monitor. He adjusted the screen saver time from 30 minutes to 15 minutes. He verified operation of the system. The system runs as intended.